Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nurse programmed pump to start levophed gtt (drops). Everything was set up appropriately and once the tubing was placed into the channel and the door was closed the gtt was going wide open instead of the set rate that was programmed. As a result, the patient's blood pressure was as high as sbp 248, nirpride started and pt then became hypotensive requiring fluid. Pump taken out of room and tagged do not use. Pt admitted from operating room (or), levophed needed for hypotension. Once it was started, pt became hypertensive and required nipride and thus became hypotensive. Patient's blood pressure labile for the remainder of the shift along with the following shift. Physician aware and took pt back to or where he as reopened and removed 3.5l from chest." The customer reported an incomplete date of event of (B)(6) 2017 was provided on the medwatch.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nurse programmed pump to start levophed gtt (drops). Everything was set up appropriately and once the tubing was placed into the channel and the door was closed the gtt was going wide open instead of the set rate that was programmed. As a result, the patient's blood pressure was as high as sbp 248, nirpride started and pt then became hypotensive requiring fluid. Pump taken out of room and tagged do not use. Pt admitted from operating room (or), levophed needed for hypotension. Once it was started, pt became hypertensive and required nipride and thus became hypotensive. Patient's blood pressure labile for the remainder of the shift along with the following shift. Physician aware and took pt back to or where he as reopened and removed 3.5l from chest." The customer reported an incomplete date of event of (B)(6) 2017 was provided on the medwatch. The customer reported that a patient arrived from the or, became hypotensive and needed levophed (the units standing order) given on a primary line, through a channel into a central line. There was no secondary infusion. Levophed is in the pump¿s library for programming and this patient¿s rate was 6.5cc for 0.05m/k/m. The pump was programmed with a starting dose of 0.05 mcg/kg/min. The rn noted that the patients bp was climbing into ranges that were too high, sys > 140. The levophed was infusing wide open and it is unknown if the door to the pump was shut. The bp reached a systolic of 248. Nipride was needed to bring the bp down to less than 140. The records indicate that the drip was started again later that evening without any apparent trouble. The patient was returned to the operating room for evacuation of a hematoma a few hours after the event. The customer does not know if the over infusion event and the evacuation of the hematoma were related.